Event description:
It was reported, the patient had a return of symptoms. It was noted, the patient had a return of intractable pain for the last 1-2 days. The reporter stated, the patient was in the hospital and the patient had a history of pain ¿flare-ups.¿ the reporter further stated they were asked to come to the hospital and check the patient¿s pump. It was noted, the pump logs appeared normal. It was further noted, the patient¿s healthcare professional (hcp) may decide to check the actual volume against the expected volume of 11.4 mls or do a catheter dye study. The pump contained bupivacaine and morphine. Additional information received reported, the patient went to the emergency room with phantom limb pain. The reporter stated, the patient occasionally presented with exacerbated pain that was not helped by their pump therapy. The reporter further stated that because, the patient does not know what else to do they go to the emergency room. It was noted, the manufacturing representative was called to check the pump because, the patient was not at a hospital close to their managing hcp. The reporter stated, they checked the logs and everything was functioning appropriately and the reservoir had plenty of volume. It was noted, the patient was refilled at the (B)(6). It was further noted that based on the interrogation by the manufacturing representative, the patient was prescribed oral medication for their breakthrough pain and released from the hospital. The reporter stated they contacted the patient¿s hcp and they stated they would follow up with the patient. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8703w, lot# l46689, implanted: 1997 (B)(6); product type catheter. (B)(4).